Event description:
It was reported that during a ptca/stenting treatment procedure, the pt graphix guidewire tip fractured. The physician performed a stenting procedure in the right coronary artery. Upon withdrawal, the wire caught on the distal edge of the taxus stent that had been placed. The physician tried to pull and push on the wire, but it would not move. With continued efforts, the tip of the wire fractured off. The physician secured the tip under the stent with a maverick 3.5/15 mm balloon. The procedure was successfully completed. No pt injuries or complications were reported.